Event description:
The customer reported that there was a "ma on in error" message. This error will likely cause the system to shutdown un-commanded. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
The customer declined to have the service representative fix the system. No further information is available.